Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient presented for implant procedure. During surgery as the atrial leadless pacemaker (lp) was being implanted, the patient went into atrial fibrillation (af) which required cardioversion. The cardioversion triggered a power on reset on the ventricular lp which was restored successfully. Post-procedure, the ventricular lp was undersensing while the patient was in af. During troubleshooting, the ventricular lp was deactivated and inconsistent pacing was observed on the atrial lp. The ventricular lp was reactivated and reprogrammed. The patient was in stable condition.